Event description:
Customer reported one false negative result and four false positive results when using the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result. See related cases for alternate discrepant results. Individual received a false negative result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 26467e, reader sn (B)(4). Individual tested positive with a sars-cov-2 pcr test on an unknown date. Individual had no symptoms and confirms cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations did not have retain cartridges remaining in inventory for investigation into false negative complaints. From previous investigation of retain cartridges for other reported complaints, no evidence was gathered to direct root cause analysis for false negatives. Retained cartridges were inspected and no defects were discovered. As the cartridge sn for this false negative complaint was not provided, further analysis could not be performed. As such, the failure mode could not be reproduced, the complaint could not be confirmed, and the root cause is undetermined.